Event description:
Pt's mother to report cadd legacy pump malfunction (sn (B)(4)). Pump alarmed while in use and message on screen was "no disposable." She silenced the alarm but the alarm returned. She switched to the other pump and infusion resumed with no further incident. Pt did not have a significant interruption in therapy as he was switched to back up pump. Replacement pump to be shipped to pt today. Dose or amount: remodulin 151ng/kg/min, frequency: continuous, route: IV. Dates of use: (B)(6)2017 to present. Diagnosis or reason for use: pah.